Event description:
The reported description notes that the bedside monitor went into the standby mode on its own during a time period. The user is unsure if any arrhythmia were missed. Pt injury was not alleged. The biomedical engineering staff denies any report of pt injury.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor went into the standby mode on its own during a time period. The user is unsure if any arrythmia were missed. Pt injury was not alleged. The biomedical engineering staff denies any report of pt injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.